Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported positive result was obtained in the leak test, wear observed in the eyepiece area, material wear and scratches were observed in areas near the eyepiece lens and blood residues possibly derived from surgical procedures during inspection for use involving an olympus autoclavable camera head. There was no patient involvement reported.